Event description:
It was reported that the patient recently underwent an implant of the cardiac monitor. During the device check, undersensing was noted. No adverse events to patient. Programming changes were made to resolve the undersensing.